Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, endoprosthesis: component migration and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore; about two years ago from a reintervention on (B)(6) 2022, the patient underwent an endovascular treatment of an abdominal aortic aneurysm rupture using a non-gore stent graft as a main device and gore® excluder® aaa endoprostheses as legs. A contralateral leg endoprosthesis (plc231000j) was implanted as most distally of the left leg and an aorta extender endoprostheses (pla230300j) was implanted as most distally of the right leg. On an unknown date, a follow-up exam revealed a distal type I endoleaks of both legs due to migration. On (B)(6) 2022, the patient underwent the reintervention of the distal type I endoleaks of both legs. The right internal iliac artery was coil embolized as planned. An iliac branch component and an internal iliac component were implanted in the left limb. An aorta extender endoprosthesis was implanted proximally of the iliac branch component. A contralateral leg endoprosthesis (plc141400j) and an iliac extender endoprosthesis (pll161007j) were implanted in the right limb to extend the initial device distally. For both devices, when the endoprosthesis was deployed, distal part was deployed inside the sheath (gore® dryseal flex introducer sheath, dsf1245) intentionally. Because the dsf1245 was used for the implantation gore® excluder® iliac branch endoprosthesis and this sheath was used for the implantation of these two endoprostheses as well, but considering the catheter length, the distal part of the endoprosthesis was not able to be come out from this sheath. For both two endoprostheses, the distal part of the endoprosthesis was pushed and came out of the dilator and it was implanted successfully. The patient tolerated the procedure.